Manufacturer narrative:
(B)(4). Additional information from investigation: if connection is lost with the reload, the adapter may attempt to recalibrate and cause unintended articulation as reported by the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one handle, one adapter , and one reload all opened by the account without the display boxes or any packaging. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 20 autoclave cycles for the handle and 20 autoclave cycles for the adapter. Prior to battery insertion, the following functional testing was performed: the quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. After battery insertion, the following functional testing was performed: since the clinical battery was not returned, a pmv representative battery was utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the subject handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The returned reload was inserted onto the adapter and the reload detect led did not start flashing, indicating that the software did not recognize the presence of a reload. A pmv adapter was used for the remainder of testing. The returned reload was inserted onto the adapter and the reload detect led immediately started flashing, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The returned reload was then fired after overriding the interlock. The reload cut cleanly on the appropriate test media and all staples were properly formed. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The unit was then sent outside of the pmv lab for engineering analysis and processed through autoclave sterilization cycle before further investigation took place. The unit was inserted onto the handle from the return and calibrated without issue. A reload was inserted, and the flashing green reload indicator light did not begin flashing, indicating the adapter did not recognize the presence of the reload, confirming pmvs findings of "reload not recognized". The adapter was rotated, biased, and the unload button pressed down, and at it was found that the switch would activate in orientations where the button was aligned with the battery compartment and would lose connection in other locations. The adapter was then disassembled for further evaluation by removing the back body halves and backbone plates. The device was then plugged into a 1-wire reader which indicates the state of the reload detect switch (open/close). The leaf spring was directly pressed down into the switch, and tactile feedback was felt, indicating the switch was depressed; and, the 1-wire program showed the switch reading closed but required additional displacement following the tactile feedback indicating that mechanical contact between the internal switch components or solder pads was not sufficient to provide a "closed" signal without additional travel. The solder connections between the reload detect switch and mma board were then examined under magnification. The solder joints of the mma switch did not present any cracks however it was noted that the switch was bowed. The solder joints below the switch were inspected and found to not exhibit any characteristics that would contribute to an inconsistent connection. Following this test it was able to be determined that the terminations on the isi board and on the underside of the mma board assembly were properly connected and that the connection within the board and mma switch is the cause of the reload recognition issue. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) examined one idrive ultra powered handle 1, one endo gia adapter standard, and one endo gia 60mm articulating medium/thick reload returned by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and pmv and engineering evaluations of the returned devices. The customer reported that the reload articulated on its own during the process of attaching the reload on the adapter. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 20 autoclave cycles for the handle and 20 autoclave cycles for the adapter. The user interface features were found to function properly. Since the clinical battery was not returned, a battery from our inventory was used for all functional testing. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the subject handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The returned reload was inserted onto the adapter and the system did not recognize the presence of a reload. Additional functional testing using an alternative adapter from our inventory found the idrive handle and the returned reload to function properly. Further engineering investigation of the returned adapter noted that the system would not recognize the presence of the reload when the adapter was in certain rotational orientations. The system would regain reload recognition in other rotational orientations. The adapter was disassembled for examination of internal components. Solder connections were examined and found to be fully intact. Examination of an internal switch that is activated when the reload is inserted in the adapter found it to be bowed. The bowing condition prevented the switch from making a consistent electrical connection with the system in all rotational orientations. It is when a lost recognition is regained that the system begins a calibration cycle which includes articulation of the reload. This is considered to be what the customer experienced during the loading process. Based on these observations, it was concluded that the reload articulated on its own as reported by the customer due to the bowed switch.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: when a reload was loaded onto the idrive for the second firing, the reload began to reticulate on its own. There was no patient injury. There was no medical intervention required. Surgery time was not extended beyond thirty minutes. The patient is currently in fine status.